Manufacturer narrative:
Product analysis: analysis did not confirm that the display was fractured; however, it was out of specification. It was also found that a spacer and the modem socket were broken, and there was a universal serial bus (usb) port defect. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested. The device passed all final testing. If information is provided in the future, a supplemental report will be issued.

Event description:
The programmer that was returned for repair after being dropped subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.